Event description:
The reporter indicated, the surgeon attempted to insert an aa4204vl silicone single piece lens, but the lens tore. There was no pt contact. The reporter indicated they felt the lens may have been defective.

Manufacturer narrative:
(B)(4) eval method (other): lens work order search. Results: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).